Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated the reported failure to advance the steerable guide catheter (sgc) resulting in the deformed (bent) soft tip appears to be related to patient conditions (highly tortuous femoral vein). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the kink in the soft tip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the femoral access point but met resistance with the patient anatomy. The sgc was removed, and the soft tip of the guide was bent. The vessel was dilated and the sgc was replaced. One clip was implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.